Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that customer received a power error alarm. Customer also received a low battery alarm. Customer's blood glucose was 167 mg/dl. Customer changed batteries and rewound insulin pump and continued to receive alarm. Customer was advised that insulin pump would need to be replaced due to power source in insulin pump not being able to charge.

Manufacturer narrative:
The insulin pump had normal operating currents. The insulin pump was monitored for several days and no unexpected power loss alarm was noted. The insulin pump was also received with minor scratches on the display window and case.